Manufacturer narrative:
The device was not sequestered by the customer. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
Received a copy of the customer's medsun report from the FDA which states "a malfunctioning alaris pump caused a delay in patient getting potassium replacement for a level of 3.2. A 20 meq/ loo ml bag was hung as a piggyback on a pump channel, the volume went down on the pump as if it was infusing, but the bag was still full. Nurse went to hang another bag and noticed the previous bag was still full, so nothing had infused. It was switched to another channel on the same pump, and the same thing happened.....now a 2 hour delay due to a pump malfunction. Nurse had to get a whole other pump and set it up." Although requested, additional information has not been provided.